Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 5253938. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Event description:
ER patient was marked ready to come over to CT for a abd/pelvis CT w/ contrast. Pt came over and still had jeans and a belt on. Once contrast injection was started IV started to leak due to j-loop not being tightened properly. No harm to patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.